Manufacturer narrative:
Super poligrip is mfg in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer and described the occurrence of nerve injury in a (B)(6) male pt who used super poligrip (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt used super poligrip at unk dosing. At an unk time after using super poligrip, the pt experienced nerve injury and injury. At the time of reporting, the events were unresolved. According to a legal complaint, the pt received dentures approx 35 years ago (since 1975) and has used super poligrip. The pt "suffered from profound and permanent neurological and other injuries" that he attributed to his use of super poligrip. The pt was unable to "perform his normal, customary and daily activities." The pt reported his "injuries and disabilities" were a direct and proximate result of the defects in the super poligrip. The pt's injuries and damages are permanent and will continue into the future. Follow up info was received on (B)(6) 2010 via medical records. This case has been upgraded to medically serious. The pt was considered "disabled" since 2001 for reasons unspecified. On (B)(6) 2004, it was reported the pt received a lumbar sprain on (B)(6) 2004. On (B)(6) 2004. The pt continued to have pain in his neck that radiated to his shoulder. Diagnoses included cervical radiculopathy, low back pain and radiculopathy, and hip pain. On (B)(6) 2004, the pt had an arthroscopy of left knee for torn meniscus. In approx (B)(6) 2004, the pt was diagnosed with posttraumatic impingement of right shoulder. On (B)(6) 2005, it was noted the pt's current problems with his back, neck, and left knee were related to his motor vehicle accident (mva) on (B)(6) 2001. On (B)(6) 2005, a magnetic resonance imaging (MRI) of the lumbar spine showed left extra-foraminal disc protrusion with contact of the left l4 nerve rootlet in extra-foraminal location (no definite foraminal impingement was present though there was mild left foraminal encroachment) and minimal central disc bulge at l5/s1 without stenosis. On (B)(6) 2005, the pt was evaluated for leg and hand numbness and neck and back pain. The pt reported having a worsening of his leg numbness after coronary artery bypass graft surgery in (B)(6) 2004. The pt reported having neck and back pain since the mva in 2001, inability to sleep due to continuous pain, inability to walk more than one mile due to shortness of breath, inability to stand for more than one hour or sit for more than three hours at one time due to back pain that radiated to posterior legs and up to knees, neck pain associated with finger numbness. Impression: history of low back pain possibly due to lumbar spondylosis and lower extremity paraesthesias possibly due to neuropathy. On (B)(6) 2006, the pt reportedly had 10 percent impairment of his back and 10 percent impairment of his left knee as a result of his previous mva. On (B)(6) 2006, the pt continued to have weakness in his legs. Impression included possible cervical compression syndrome and myelopathy causing weakness. On (B)(6) 2006, a MRI on the cervical spine showed herniation at c4/c5, creating marked central canal narrowing, and an element of myelomalacia to the spinal cord, with additional severe foraminal stenosis; moderate central canal narrowing with moderate foraminal stenosis on the left, and mild foraminal stenosis on the right at c5/c6; central canal narrowing at c6/7; and mild central canal stenosis at c3/4. On (B)(6) 2005, the pt was evaluated by a disability specialist. On (B)(6) 2006, the pt was rear-ended in another mva. On (B)(6) 2006, the pt had increasing pain in his back and down his lower extremities, especially right sciatica. The pt had footdrop since the accident in (B)(6) 2006 and was wearing an ankle-foot orthotic (afo). Diagnoses included aggravation of pre-existing problem with his chronic lumbar radiculopathy. On (B)(6) 2007, the pt was assaulted affecting both shoulders and left upper extremity. On (B)(6) 2007, the pt was noted to be permanently and totally disabled. On (B)(6) 2007, the pt had a fall and hurt his tailbone. On (B)(6) 2008, the pt complained of pain and limitation of motion in his neck, chronic numbness in peroneal area that affects his "nature" and libido causing dysfunction due to loss of feeling, pain with straight leg raises, and pain upon palpation of lower lumbar region. On (B)(6) 2008, the pt complained of numbness from the waist down. On (B)(6) 2009, the pt's zinc level was 283 (normal 70 to 15 ug/dl) and copper level was 90 (normal 70 to 155 ug/dl). On (B)(6) 2009, the pt was diagnosed with elevated serum zinc levels, possibly related to many years of a dental adhesive. On (B)(6) 2009, the pt's zinc level was 167 (normal 70 to 150 ug/dl).